Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit for benign prostatic hyperplasia (bph) occurred. According to the complainant, there was a leak in the anchor balloon; even though, it appeared to be fine during preparation and there were no fluid loss alarms. During the procedure, the prolieve catheter became dislodged ( migrated). The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant reported that the device has been disposed of and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.